Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery took place in which a broken screw was removed. The patient reportedly had a broken screw approximately 15 months post-op. Revision surgery took place (B)(6) 2015.

Manufacturer narrative:
There were no material or manufacturing defects observed. The manufacturing and inspection records were reviewed and the fractured screw was built to specification. The screw fractured due to uniaxial bending fatigue.